Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of over 500 mg/dl; cause was due to . Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the next day with the issue resolved and no permanent damage. It was found that the customer was using off label insulin (lymjev) within the pump supplies. Off-label insulin education was given to the customer and recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem pumps are only approved to be used with humalog u-100 or novolog u-100 or the generic equivalents, lispro and aspart. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.